Event description:
During a saphenous vein harvesting procedure it was reported that a piece of the balloon on a vasoview balloon dissection cannula detached. The missing piece was retrieved by the surgeon. The pt was last reported to be in good condition and suffering from no adverse effects as result of the event.